Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
While making passes with the scorpion x needle¿the tech noticed that the peek catheter was shorter than normal and not able to cover the needle tip. That¿s when we all realized that the peek catheter must have been sheared off during pass attempts in the liver. Dr hall was able to verify that the portion of the peek catheter was still in the patients liver parenchyma via fluoroscopy.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Second notification send to the customer on (B)(6)and customer requested safety box. Customer requested safety box was directly shipped to the flagstaff medical center. Third request was sent on (B)(6). After third notification, the sample was not returned for evaluation, additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence this complaint could not be confirmed. The complaint was closed and cannot perform any further evaluation at this time. No corrective required at this time. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
While making passes with the scorpion x needle¿the tech noticed that the peek catheter was shorter than normal and not able to cover the needle tip. That¿s when we all realized that the peek catheter must have been sheared off during pass attempts in the liver. Dr hall was able to verify that the portion of the peek catheter was still in the patients liver parenchyma via fluoroscopy.